Manufacturer narrative:
Evaluation of the stretcher identified the customer had placed an oxygen bottle on the base (against the contraindication label) and this is the cause of the head-end jack being unable to pump up.

Event description:
It was reported by service report that the fowler slowly goes down by itself and foot jack not going up. No pt involvement or adverse consequences are reported.